Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue: the iob feature is not working. Patient reports that the pump was not subtracting when blood glucose was high. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/04/2013 with the following findings: no defect was found. The pump settings confirmed the iob was set to 3 hours. After performing a normal bolus; programmed an ezbg bolus at 100 units above target bg. Pump calculated a 0 unit bolus due to iob. Unable to verify or duplicate reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.